Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer found that the magnet was not present, hence replaced the insep and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that main cubie full height drawer 5 was failed in the machine, also states a message as "failed to stay closed". The customer stated that this malfunction caused a dely to the patient care. There were no adverse events or injuries reported based on this incident.